Event description:
It was reported that customer was trying to rewind the insulin pump and start a new reservoir but got failed battery test. Customer's blood glucose was unknown. Troubleshooting was done. Customer unable to change the batteries due to she was at work. Customer will call back to continue troubleshooting once she gets home. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.